Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up the device was found in back-up mode. A device replacement was scheduled.